Event description:
It was reported that the patient called the manufacturer¿s representative yesterday afternoon to see if they could be seen today because that had a fall secondary to problems with their knee about 2 weeks ago and their implantable neurostimulator (ins) had ¿not felt right¿. The patient stated that since the fall they had some stinging at the left lead site and had decreased pain relief noted as pain and less than 50% therapy relief at the lead location. The patient was seen in the doctor¿s office today where impedance testing which showed high values (>10,000 ohms) on all combinations with electrodes #0, 1, and 3. It was noted that there was no way to tell which of the 2 lead components had the high impedances. The representative was able to successfully reprogram around the high impedance electrodes with the result of the patient getting full coverage in their lumbar areas on 2 groups on the ins. The patient¿s healthcare professional (hcp) was also notified of the patient¿s issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010.